Event description:
Procedure was to treat a lesion in the common iliac artery with 70-80% stenosis and moderate calcification. Two assurant cobalt stents were used, both devices were inspected and prepped prior to use with no issues noted. Pre-dilation was not performed. The physician attempted to implant the first assurant cobalt stent by contralateral approach using a crossover sheath. The physician punctured the right side and inserted the crossover sheath and wire which achieved and crossed target lesion in left cia. There was a previously implanted stent in the right cia from a prior procedure. During advancement the physician noted that the stent had dislodged from the delivery system. The stent was expanded with a balloon and implanted in the previously implanted stent in the right cia. The physician made a second attempt using the ipsilateral approach. The left side was punctured and the guidewire crossed the target lesion. The physician reached the target lesion with the device but during repositioning to find an optimal position to expand it was noted that the markers on the balloon were moving, while stent did not change position. Due to the stent dislodgement the physician stopped the maneuvers and began expansion of the stent. It is reported that the stent was implanted in the target lesion segment of the vessel. There was no injury to patient. Image review images show the second assurant cobalt stent positioned in the target lesion. The delivery system is still present inside the dislodged stent. The stent is deployed. The deployed assurant cobalt stent at the target lesion is non-uniform in shape indicating that the lesion was hard and calcified.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - detachment of a component of system. Patient condition affected effectiveness of device (70-80% stenosis and moderate calcification). Evaluation conclusion: known inherent risk of procedure - detachment of a component of system. Device failure/lack of effectiveness related to patient condition (70-80% stenosis and moderate calcification). (B)(4).